Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample tested on the cobas pro c 503 analytical unit. The initial result was verbally provided to the doctor. The result was questioned by the doctor since the previous finger stick testing had a result of 78 (the unit of measurement was not provided). The initial result was 26 mg/dl with a data flag. The data flag was generated by the laboratory's instrument manager (im). The repeat result was 78 mg/dl. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer indicated the sample probe had serum caked all over it. They then wiped it down and performed multiple air purges and sample probe washes. The customer does not wipe down the probe as part of maintenance. Product labeling states: "daily maintenance - to clean the probes 1 open the main cover of the analytical unit. 2 warning! Incorrect results due to improper cleaning or due to a deformed probe. Use a new lint-free cloth for each probe to prevent carryover. Do not bend or damage the probes during cleaning. Move the pipetter arm gently. Do not move it up or down. Incorrect results due to cleaning material falling into tips or cups. Keep the tip and cup tray cover closed during cleaning. Wipe the outside of the sample probe from top to bottom with a lint-free cloth moistened with deionized water. 3 if the sample probe still appears dirty, do the following: ¿wipe the outside from top to bottom with a lint-free cloth moistened with alcohol. ¿immediately afterwards, wipe the outside with a lint-free cloth moistened with deionized water. Do not place a cloth moistened with alcohol on the instrument surface as the finish may be damaged. " the field service engineer (fse) checked the probe adjustments, flushed the probes, and checked the cell rinse levels. He verified the analyzer's performance by precision tests with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.